Event description:
(B)(6), an attorney identifying himself as the legal rep for (B)(6) requested info on the yellofin stirrup product line. During this communication, it was learned there was a previously unreported positioning injury discovered in post-op following the (B)(6) 2009 case in which yellofins were used. According to the reporter, the pt sustained post-operative femoral nerve loss following positioning by the staff during the laparoscopic surgery. The incident was not reported to allen medical at the time. The reporter said there has been some permanent sensory loss. No motor skills were impacted. The serial number of the stirrups used in the case was not known.

Manufacturer narrative:
The serial number of the subject device and the staff involved in the case were not identified in the attorney's contact and were requested. Should the product be made available for eval or more info about the use of the product be made available, a follow-up medwatch report will be submitted.